Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8590-1, lot # n171402, implanted: (B)(6) 2010, product type accessory; product ID neu_refillkit_acc, lot # unknown, product type accessory; product ID neu_refillkit_acc, lot # unknown, product type accessory; product ID neu_refillkit_acc, lot # unknown, product type accessory; product ID neu_ refillkit_acc, lot # unknown, product type accessory. (B)(4).

Event description:
It was reported that the physician was able to aspirate 5cc of old medication. Then was able to inject 3cc of new medication and take out 3cc without a problem; then he injected 10cc more without issues. After injecting the 10cc, the physician again aspirated 3cc which came out sluggishly. He was then able to inject, but with great difficulty; there was suddenly a lot of resistance. He got another 5cc in but couldn¿t get the last 5cc in and couldn¿t get anything out. They checked the vial of drug and it looked clear. The physician had tried 4 refill kits. He also tried negative pressure at least 5 times; holding it for exactly one minute every time. The patient did have a fall a few days prior; she fell on her back. The pump was delivering hydromorphone and bupivacaine. They planned to try negative pressure again for longer than one minute. It was noted that they had changed pharmacies 3 or 4 months ago and were seeing precipitates multiple times in their syringes. The pharmacy told them that it was because the drug was not a t body temperature, so they warmed up the solution to make the precipitates disappear. It was unknown if a few precipitates went in on injection. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the health care professional had noticed crystalized drug in the past. No additional information was reported regarding this event. If additional information is received, a follow-up report will be sent.